Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm a broken force sensor was detected during seating or regular delivery with open book image error. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On august 27, 2022 the customer reported a critical pump error 35. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, cracked middle (enter) keypad button, scratches on the keypad overlay. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Device was received with an open book image alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the open book image alarm. The initial attempt to download/upload using crest/thus was unsuccessful. Unable to verify pump error 35 because unable to upload the long trace or device history files. A second attempt to download a xtest file and then upload the bootloader traces was successful. 6 consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: electric boards--j2; force sensor flex cable terminal, components located on the force sensor flex cable. The force sensor zero offset measured within specific = 23.1 mv. In summary, the customer¿s report of a critical pump error 35 was unable to be confirmed during testing. The open book image alarm, the inability to completely upload all files, and the 6 consecutive occurrences of the error code = 0x00000044 are due to the moisture damage around the electric board j2 force sensor flex cable connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer was swimming. The device was returned for analysis.